Event description:
It was reported that the patient experienced hyperglycemia with cgm-confirmed readings over 400 mg/dl and difficulty finding a viable infusion site due to scar tissue; no pump alarms were present, tubing fill confirmed insulin delivery through the cartridge, and a system check with site change, cannula fill, and insulin resumption was completed, with the patient also administering subcutaneous insulin by pen. Symptoms included elevated blood glucose and high ketones. Outcomes included continued monitoring and implementation of a ketone action plan. Investigation included technical troubleshooting with verification of cgm data receipt, review for pump alarms or insulin suspension, tubing and cannula priming checks, and guided site change. Investigation of this case revealed no device alarms or interruptions and confirmed insulin movement through the delivery path, with the prior infusion site change possibly not completed. It was concluded that hyperglycemia occurred with an unclear cause, and use issues related to infusion site management were addressed through education and corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.